Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the "flexiseal control had a leak in the cuff so the cuff can not seal the water." It also reported that the device was in use for 2 minutes before the event occurred.